Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot#: va1f590, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information was received from the healthcare professional (hcp) reported that the explanted ins was not returned to the manufacturer for analysis and note that the issue was a lead migration and not a generator failure. The hcp stated that they had no idea the manufacturer requested the generator on explant. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said it quit working; x-ray confirmed the device migrated. When asked if the patient had any falls prior to therapy working and prior to x-rays, they said yes; they didn't know why it migrated out of position. It was also noted that therapy stopped working. No further patient complications have been reported as a result of this event.